Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that it appears that movement from the patient causes the connection to loosen, allowing blood, fluids, and meds to run freely out onto the floor and anyone near. The part of the set that screw into the luer lock safesite cap, is checked at least twice, if not more, for tightness. The patient had hep c. No harm came to the patient in this case, however, their blood spewed out onto one of the nurses. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) samples were returned for evaluation. Visual examination of the samples was unable to note any defects. The luer fitting of the items were tested using iso luer gages, no nonconformities were observed. The sample was then leak tested per specification with passing results. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.